Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported problem. The investigation showed that the dit was not strapped to the front of the table as described in the service instruction xpd1-325.841.01.13.02 (chapter: 10.6 lifting-tilting base, complete page 194). According to this instruction, the dit must be secured with tension belts to prevent such a slide to the backside during the replacement procedure. The related service documents were reviewed and found to be sufficient. The system at customer site was already repaired by the service organization with replacement of the whole basic unit. The team that carried out the unsuccessful replacement received appropriate retraining. No general problem and no system malfunction was identified. The complaint has been closed.

Event description:
Siemens healthineers became aware of an event associated with the luminos agile max system. The complaint stated that during replacement of the lifting base, the patient table, including the dit (digital imaging tower) fell over and hit the floor. In this case no harm to persons occurred, but in a worst-case scenario a service technician could have been hit by the falling parts or crushed between the system parts and the floor. This could result in a serious injury if the issue were to recur.

Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): currently, no general problem has been detected for the installed base which requires an immediate action. Manufacturer's preliminary results and conclusion: the root cause for the issue has not yet been determined. The investigation is ongoing. A supplemental report will be submitted to the FDA if additional information is obtained after the completion of the investigation.